Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: vedr01 ipg (B)(6) 2009. (B)(4). -

Event description:
It was reported that a post implant chest x-ray revealed a moderate left sided pneumothorax. The patient had prolongation of existing hospitalization. The pacing system remains in use. The patient is enrolled in the protect-pace clinical study. No further patient complications have been reported as a result of this event.